Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. Since the implantation of the mesh device, the patient has experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, and dyspareunia. No additional information was provided.

Manufacturer narrative:
Additional narrative: concomitantly during the mesh implantation, the patient underwent a rectocele repair and bilateral sacrospinous fixation. Due to mesh erosion, pain, dyspareunia, and vaginal discharge, the patient had the mesh removed on (B)(6) 2008, (B)(6) 2010 and (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00167. The same patient is represented in each medwatch.